Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an ac power cord that could not be pulled out to get plugged in. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) arrived onsite to repair the unit and became aware that the customer had repaired the unit. The fse was advised that to fix the issue the customer spliced a new ac connector onto the end of the cable, which corrected the issue. All performance and safety test passed. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Manufacturer narrative:
Updated fields : b4, e1(site country), g3, g6, g7, h2, h4, h6, h10 a getinge field service engineer (fse) arrived onsite to repair the unit and became aware that the customer had repaired the unit. The fse was advised that to fix the issue the customer spliced a new ac connector onto the end of the cable, which corrected the issue. All performance and safety test passed.

Event description:
N/a.